Manufacturer narrative:
The insulin pump was received with normal operating currents. Also passed self test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that the sticker on the side of the insulin pump was discolored. Customer's blood glucose was 431 mg/dl at the time of incident. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.